Event description:
It was reported that far field r wave oversensing and an occasional junctional rhythm was observed on the device. Device was reprogrammed, but new merlin.net transmissions showed several automatic mode switch episodes caused by oversensed far r-waves. More programming changes were made and patient was doing fine.